Manufacturer narrative:
The reporter's meter was provided for investigation, where it was tested using retention test strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr qc 2: 5.1 inr qc 3: 5.1 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 1.9%.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4) and two different lot numbers of test strips. At 2:11 p.m., a sample from this patient was tested using the meter and test strip lot 43002022 (expiration date = 30-apr-2021), resulting with a value of 1.8 inr. At 2:17 p.m., a sample from the patient was tested using the meter and test strip lot 43002022 , resulting with a value of 1.2 inr. At 2:20 p.m., a sample from the patient was tested using the meter and test strip lot 43002022 , resulting with a value of 2.4 inr. The patient noted that the heater plate of the meter was dirty, so she cleaned it. At 2:45 p.m. After cleaning the meter, a sample from the patient was tested using the meter and test strip lot 40501421 (expiration date = 31-dec-2020), resulting with a value of 2.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.